Event description:
The customer's spouse reported via phone call that the infusion set tubing had a presence of air bubbles. The customer's blood glucose was 224 mg/dl. The caller stated that the bubbles were about the size of champagne bubbles and were located close to the insertion site. The customer's wife stated that the insulin pump had not rewound the device with the reservoir in place. The customer was advised to disconnect at the quick release. The caller was advised to deliver a 5 unit fixed prime until the bubbles were no longer visible. The customer was advised to change the infusion set and to return the infusion set and reservoir for analysis. The customer's wife was unsure whether there was an air bubble still present in the tubing after troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.